Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the activation button keeps sticking on the handset. There was no injury to the patient. The issue was solved by using a new device.